Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. The customer inspected the umb (umbilical) cable and found frayed wires. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of "frayed wires on umb cable" was confirmed during evaluation. The outer jacket on the cable was found to be frayed, however, the cable was found to be functional. No repairs will be made to this device as it will not be returned to the customer.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.